Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 30.4-30.5cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The (B)(4) coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.